Manufacturer narrative:
This event is still under investigation.

Event description:
A male pt underwent aaa repair in 2007. During placement of the contralateral iliac leg graft after the main body, the contralateral iliac leg went too far beyond the limb bifurcation, causing the contralateral leg to kink and deflect into the ipsilateral limb. The placement of the ipsilateral leg did not help secure ample blood flow through the ipsilateral limb so another ipsilateral limb leg was added followed by placement of another contralateral iliac leg which corrected the kink.